Event description:
A surgeon reported that following bilateral intraocular lens (iol) implant surgery, a pt had an unexpected postoperative refraction. The pt cannot read well and is unhappy. The surgeon does not blame the lenses for the pt's issues; he feels they are related to her preoperative cylinder. Additional information has been requested. There are three medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There has been one other similar complaint reported in the lot number. Additional information was requested on 12/16/2010 by phone, fax, and mail. A completed questionnaire has not been rec'd. (B)(4).